Event description:
Information received from the field notes difficult inter- rogation and dashes (---) for parameters. Measured battery data was 2.66v, 13ua, 5 kohms. A microprocessor reset was unsuccessful. The "clinician noted pauses, down to patient's underlying ventricular escape rhythm while wand was over the device." The rate could not be programmed. When pauses were again noticed, the clinician advised that the patient was pacemaker dependent.